Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process.

Event description:
Reportedly a 2800, 23mm valve was explanted due to unknown reasons. No additional information was provided at this time. On 07/27/09, received operative report which indicates explanted aortic bioprosthesis was heavily calcified and severely stenotic..

Manufacturer narrative:
Evaluation summary: heavy calcification is evident in the cusp area of all three leaflets. At the free margins, calcification is minimal to moderate. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is minimal to moderate at the tissue inflow and the tissue outflow. It encroached onto the tissue and into the orifice by the greatest distance of approximately 2mm. Moderate to heavy host tissue overgrowth is evident at the stent outflow; minimal to moderate at the stent inflow. The x-ray demonstrates calcification. X-ray. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.